Event description:
Reporter indicated that he was unable to establish communication between his programming system and a patient's generator. The physician was able to use his programming system successfully on other patients that same day and had not had any issues prior to this report. According to the physician, he does not suspect that the patient's generator is at end of service. A battery life calculation was performed using settings provided by a company representative and it was found that the device was not at end of service (0.23 years remaining until eri = yes). The patient was found to be at a high duty cycle of 89%. The patient will not undergo generator revision surgery at this time as the patient's father is not sure the patient is receiving any benefit from the therapy.